Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the fill valve on the dry acid mixer started burning during dissolution mode. Additional information was obtained during follow-up. The biomed stated that a burning smell was observed from the dry acid mixer in dissolution mode. The biomed stated that upon troubleshooting the machine issue, the fill valve was found to be burned. The biomed stated that the valve was cracked and hot to the touch. A scorch mark approximately 1-inch long was also observed along the side of the tank that could not be removed. The biomed stated that there was no observed smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burned fill valve. The biomed stated that the fill valve is the original fresenius part on the machine. At the time of follow-up, the machine remained out of service pending warranty repair by a fresenius field service technician (fst). During further follow-up, the fst indicated that the replacement fill valve was unavailable at the time of the onsite evaluation. The user facility biomed would replace the fill valve upon arrival of the replacement. The fst was able to clean off the scorch mark that occurred on the side of the tank. No parts were returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the fill valve on the dry acid mixer started burning during dissolution mode. Additional information was obtained during follow-up. The biomed stated that a burning smell was observed from the dry acid mixer in dissolution mode. The biomed stated that upon troubleshooting the machine issue, the fill valve was found to be burned. The biomed stated that the valve was cracked and hot to the touch. A scorch mark approximately 1-inch long was also observed along the side of the tank that could not be removed. The biomed stated that there was no observed smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burned fill valve. The biomed stated that the fill valve is the original fresenius part on the machine. At the time of follow-up, the machine remained out of service pending warranty repair by a fresenius field service technician (fst). During further follow-up, the fst indicated that the replacement fill valve was unavailable at the time of the onsite evaluation. The user facility biomed would replace the fill valve upon arrival of the replacement. The fst was able to clean off the scorch mark that occurred on the side of the tank. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the inlet water valve was returned to the manufacturer for physical evaluation. An exterior inspection revealed thermal damage to the valve coil, the terminals and cracks in the casing. The damaged valve emitted a burn smell. The resistance measured across the hot and neutral terminals was found to be shorted. The reported issue was confirmed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the fill valve on the dry acid mixer started burning during dissolution mode. Additional information was obtained during follow-up. The biomed stated that a burning smell was observed from the dry acid mixer in dissolution mode. The biomed stated that upon troubleshooting the machine issue, the fill valve was found to be burned. The biomed stated that the valve was cracked and hot to the touch. A scorch mark approximately 1-inch long was also observed along the side of the tank that could not be removed. The biomed stated that there was no observed smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burned fill valve. The biomed stated that the fill valve is the original fresenius part on the machine. At the time of follow-up, the machine remained out of service pending warranty repair by a fresenius field service technician (fst). During further follow-up, the fst indicated that the replacement fill valve was unavailable at the time of the onsite evaluation. The user facility biomed would replace the fill valve upon arrival of the replacement. The fst was able to clean off the scorch mark that occurred on the side of the tank. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: d9 (returned to manufacturer date).

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the fill valve on the dry acid mixer started burning during dissolution mode. Additional information was obtained during follow-up. The biomed stated that a burning smell was observed from the dry acid mixer in dissolution mode. The biomed stated that upon troubleshooting the machine issue, the fill valve was found to be burned. The biomed stated that the valve was cracked and hot to the touch. A scorch mark approximately 1-inch long was also observed along the side of the tank that could not be removed. The biomed stated that there was no observed smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burned fill valve. The biomed stated that the fill valve is the original fresenius part on the machine. At the time of follow-up, the machine remained out of service pending warranty repair by a fresenius field service technician (fst). During further follow-up, the fst indicated that the replacement fill valve was unavailable at the time of the onsite evaluation. The user facility biomed would replace the fill valve upon arrival of the replacement. The fst was able to clean off the scorch mark that occurred on the side of the tank. No parts were returned to the manufacturer for physical evaluation.